Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently had a blood glucose level of 559 mg/dl. Caller stated that he previously had a blood glucose level of 490 mg/dl, then after bolusing, it rose to 559 mg/dl. Troubleshooting was declined. The customer also reported issues with bent cannulas. The insulin pump was not replaced or returned for analysis.